Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, bme (B)(6) reported the multiple patient receiver (org-9110a sn: (B)(6) had one receiver experiencing signal loss. Investigation summary: the root cause of the signal loss is interference is not known as evaluation and extensive testing of the unit at nka was unable to reproduce the signal loss. The unit was evaluated to be operating within specifications. Possible cause may include user environment as this cannot be troubleshot within nka test facility.

Event description:
The customer reported that their multiple patient receiver (org) has a defective receiver card. The customer also reported that this is causing communication loss for multiple transmitters.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) has a defective receiver card. The customer also reported that this is causing communication loss for multiple transmitters. No harm or injury was reported. They will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) has a defective receiver card. The customer also reported that this is causing communication loss for multiple transmitters.